Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h1, h6, h11. 6 events were previously reported during the reporting quarter: however, 1 previously reported event was included under MFR report # 0008010177-2025-00006 but should be included under this report. 7 previously reported events are included in this follow-up record. Product return status: 2 devices were not available for evaluation. 5 devices were evaluated using data provided by the user or a third party.

Event description:
This report summarizes 7 malfunction events in which the device reportedly had an incorrect measurement. 6 events had patient involvement; no patient impact. 1 event had a prolonged surgery.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 device investigation types have not yet been determined. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly had an incorrect measurement. 6 events had patient involvement: no patient impact.